Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection and found that the sensor wire was detached from the sensor pod and seal carrier. The reported event of a detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/21/2016 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached and was in the insertion site. The attempted sensor insertion was at the arm. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).